Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the system. The fse replaced the ionic selective electrolyte mixer motor to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer's au680 clinical chemistry analyzer generated erroneous na( sodium) and cl(chloride) results for patient samples. There was no impact to patient treatment. The results was not reported outside the lab. Quality control was out of specification after the event.